Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cap on the patient line of a disposable cassette was missing. The patient stated that after they opened a new box of cassettes, they noticed that one cassette was missing the cap on the end of the patient line. The patient stated that there were no damages to the box that the cassettes were received in. Once this event was observed, the patient set the cassettes aside and did not use them for therapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed with naked eye and magnification and noted a loose blue pull cap inside the open pouch. Functional testing performed included eight psi underwater pressure leak test, clear passage test, clamp function test and device to device interaction testing with no issues noted. The device did not meet specifications. The reported condition of missing component was not verified, however the issue of misassembled was detected. The cause was undetermined. Should additional relevant information become available, a supplemental report will be submitted.